Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients weight was not provided. (B)(4). Approximate age of device - 35 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal (gi) bleeding. The patient had melena, low hemoglobin and hematocrit (h/h) levels and the inr was 2.6. The vital signs were stable. The patient received 11 units of packed red blood cells and was treated with a protonix infusion. The anticoagulants were held. An esophagogastroduodenoscopy (egd) was performed and was unremarkable. A colonoscopy revealed old blood as well as diverticulosis, no active bleeding was found. The symptoms resolved and the patient was discharged home (B)(6) 2017. The patient was readmitted to the hospital on (B)(6) 2017 with symptoms of black stools, hemoccult exam was positive, despite having been off anticoagulants. Gastroenterology was consulted and video capsule endoscopy was negative. It was reported that this event was likely due to diverticulosis, but that other sources of gi bleed could not be ruled out. The patient was discharged home and will be monitored in an outpatient setting. No additional information was reported.